Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for multiple patients. The one result example provided were: on (B)(6)2024 sid (B)(6)initial=3.10 mmol/l /repeated=0.74 mmol/ladditional information provided: alt=31.38 u/l; albumin=20.12 g/l; alkaline phosphatase=141.36 u/l; total bilirubin=4.75 umol/l; calcium=1.94 mmol/l; chloride=97.65 mmol/l; co2=25.59 mmol/l; creatinine=35.85 umol/l; potassium=3.09 mmol/l; sodium=130.46 mmol/l; phosphorus=1.01 mmol/l; total protein=45.42 g/l; urea=3.55 mmol/l; crp48=84.92 mg/l there was no reported impact to patient management.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for multiple patients. The one result example provided were: on (B)(6) 2024 sid (B)(6) initial=3.10 mmol/l /repeated=0.74 mmol/l additional information provided: alt=31.38 u/l; albumin=20.12 g/l; alkaline phosphatase=141.36 u/l; total bilirubin=4.75 umol/l; calcium=1.94 mmol/l; chloride=97.65 mmol/l; co2=25.59 mmol/l; creatinine=35.85 umol/l; potassium=3.09 mmol/l; sodium=130.46 mmol/l; phosphorus=1.01 mmol/l; total protein=45.42 g/l; urea=3.55 mmol/l; crp48=84.92 mg/l there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the analyzer and resolved the issue by performing extensive troubleshooting and replacing multiple parts. A definitive cause of the discrepant results was not identified, therefore, the alinity c instrument ((B)(6)), list number 03r67-01 alinity c processing module, was considered the likely cause. The instrument service history review revealed (B)(4) additional ticket that is related to the current complaint. The current complaints states that the magnesium issue was resolved after completing the service activity. A review of tracking and trending data did not identify any related trends for the product for the issue. The alinity ci system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and addresses troubleshooting of elevated concentration and erratic sample results. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6).